Event description:
It was reported by the patient that the device is making a sounds like an alarm going off ever since a revision surgery occurred. The patient stated that the device and leads were not functioning and the leads all came loose. In addition the patient felt as if their heart was thumping out of the chest and the nurse sent the patient to emergency room since the patient's face was turning red felt as though they might pass out. Follow up revealed that the patient's leads all dislodged and required a revision. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.